Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, visual inspection of the lead was performed. Helix mechanism was tested and was found to be functional in the lab setting. The helix was fully retractable although dried blood was noted at the base around the helix. This mechanism test included laying the lead straight on a flat surface, inserted a straight stylet, 7 turns to extend and 7 turns to retract the helix. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. In conclusion ...

Event description:
It was reported that during an implant procedure after placement of the right ventricle lead and the wound was completely closed. It was confirmed through fluoroscopy post procedure that the right ventricle lead dislodged. Surgical intervention was attempted to reposition this right ventricle lead in which helix extension issues presented. This lead was removed for precautions and a new lead was implanted and the procedure was complete. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.